Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This is report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2016-00832, 00833, 00834).

Event description:
Patient enrolled in a clinical study reported experiencing a left hip femoral shaft fracture during removal of the femoral stem. A femoral osteotomy was performed to complete the procedure, resulting in a 45 minute delay.